Event description:
It was reported to philips that the azurion system would not x-ray intermittently when the command was given via the footswitch. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the pedal would not activate when performing the acquisition. The fse examined the system and determined that a piece of cotton was stuck in the pedal. To resolve the issue, the fse removed the cotton. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the pedal would not activate when performing the acquisition. The fse examined the system and determined that a piece of cotton was stuck in the pedal. To resolve the issue, the fse removed the cotton. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.